Event description:
The distributor of a male patient contacted lifecor customer support to report that the monitor was exchanged because the pt reported a disturbance in it. The pt described signs of a typical electrical short circuit of the monitor. The pt stated that he could smell burning electrical components and the monitor was very warm.

Manufacturer narrative:
Device evaluation summary - device evaluations of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was that the monitor had a defective c19 capacitor. The monitor would have treated but not with full power. The root cause of the defective capacitor bank is unknown, but is likely random component failure. The monitor will be repaired, retested a restocked. No adverse event resulted from the monitor failure. The patient received a replacement monitor.